Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 ipg, (B)(6) 2011. A 5086mri58 lead, 2011. (B)(4).

Event description:
It was reported that when the patient underwent open heart surgery, the right atrial (ra) lead was damaged. The ra lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.